Event description:
The customer used the suspect device and obtained a blood glucose result of 279 mg/dl. They took 3 units of insulin and went into a diabetic coma. Emergency medical technicians were called and pt was given orange juice an a glucose IV. They were also transported to the hosp and stayed for five hours. Controls were in range. The device was replaced and requested to be returned for eval.